Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins).  Agent had pt try to connect to implant using patient programmer (pt was not understanding and was only using the recharger). Pt kept seeing the reposition antenna screen. Agent asked - pt confirmed they are still able to charge the implant but takes a while to charge and has to charge more often. Pt stated they are able to feel stimulation for a week or so when they charge then "quits". Agent reviewed that implant is most likely at eos. The issue was not resolved. The patient was redirected to their healthcare provider to further address MRI eligibility.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.